Event description:
A valiant thoracic stent graft was implanted in the patient for an emergent treatment of a thoracic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient suffered a stroke post implant. Three weeks post implant the patient expired due to a type a dissection with cardiac tamponade. It was noted upon autopsy that the patient had an anterograde dissection originating from the region where the bare stent longitudinal toward the heart.

Manufacturer narrative:
(B)(4).